Event description:
Endoscopic articulating linear cutter would not fire. New one opened and during the surgery, it shot 5 staples instead of one. The other 4 staples had to be found and removed during the procedure.